Event description:
It was reported that revision surgery was required due to the presence of infection and the failure of a depuy pinnacle acetabular cup's locking mechanism.

Manufacturer narrative:
Neither the device nor additional info is available. The failed component is not manufactured by stryker. This report is submitted to document the pt's infection, the origin of which is not known.